Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the target lesion was the proximal lad. Another company's guide wire was placed and the lesion was pre-dilated. While attempting to advance the 2.5 x 23 mm promus stent delivery system (sds), it was noticed when the sds came out of the guiding catheter that the stent was missing. The lesion was pre-dilated again with the promus sds, and the sds was then removed. It was noticed on the cine that the stent was in the proximal portion of the guiding catheter. The guiding catheter was removed with the stent inside of it. The lesion was re-wired and a new promus stent was successfully deployed. There were no reported patient effects. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - potential causes for stent dislodgement include, but are not limited to; positive pressure during preparation for use, forced sheath removal, or interaction of the stent with the lesion/accessory devices. It is possible that the stent implant was disrupted or mislocated during preparation for use/during advancement into the body and dislodged during removal of the sds. In this case, there were no consequences to the patient since the stent dislodged inside the guiding catheter and was removed when the guiding catheter was removed. There does not appear to be related to a stent delivery system quality problem; however, a conclusive root cause for the reported dislodgement could not be determined.